Manufacturer narrative:
Visual evaluation of the returned sample noted 1 opened small arcticgel pad kit present with original packaging label. Visual inspection noted the following: no obvious visible defects such as cuts or tears in the foam. However, upon reexamination during flow testing the area where the tubing connects to the pad had lifted, allowing an air leak. No visible chips or deformities at the ends of all connectors. Tubing for all the pads noted no kinks present. Hydrogel was intact with pad and not separated. The reported issue could not be evaluated through a visual evaluation alone, so a functional evaluation was performed. Each pad was individually tested. All individual measured flow rates are outlined. Left thigh pad: a total of 3.85 l/min m2 of flow rate were registered during the test. Also, the system diagnostics were reviewed and circulation pump command was 34%, inlet pressure was -7.0 psi. Right thigh pad: a stable reading could not be obtained from the flow meter, indicating an air leak. The air leak originated from the area where the tubing connects to the pad. When bent a certain way, the connection would detach from the pad. The system diagnostics were reviewed and circulation pump command was 100%, inlet pressure was -0.3 psi. Additional testing not required, as the reported issue has been confirmed. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product a review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during instrument use, a low flow error message continuously appeared. The applied therapy repeatedly stops. To handle this problem, the arctic gel pad was reconnected to the device after disconnecting pad. But it was not working well. Secondly, the pad was connected to another device. It could not also be working well. Lastly, when using a new pad, ttm therapy could be applied to the patient without any problem. Per follow up information received via task on 26nov2024, the issue had nothing to do with the device. It was only involved with the arctic gel pad (agp). It was resolved when replacing a new agp onsite. It was working well with a new agp. There was nothing to repair. It was not a problem with device. The therapy for the patient completed with the original device. There was no impact to the patient.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during instrument use, a low flow error message continuously appeared. The applied therapy repeatedly stops. To handle this problem, the arctic gel pad was reconnected to the device after disconnecting pad. But it was not working well. Secondly, the pad was connected to another device. It could not also be working well. Lastly, when using a new pad, ttm therapy could be applied to the patient without any problem. Per follow up information received via task on 26nov2024, the issue had nothing to do with the device. It was only involved with the arctic gel pad (agp). It was resolved when replacing a new agp onsite. It was working well with a new agp. There was nothing to repair. It was not a problem with device. The therapy for the patient completed with the original device. There was no impact to the patient.